Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to disengage during the needle retraction. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that needle disengagement difficult during needle retraction".

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9169525. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. After evaluating the returned device our quality engineers were unable to identify any abnormalities. Unfortunately, due to the inability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to disengage during the needle retraction. The following information was provided by the initial reporter, translated from (B)(4) to english: "it's noticed that needle disengagement difficult during needle retraction."